Manufacturer narrative:
The field service engineer determined there was a blockage in the ise flow path. The reporter performed and ise cleaning and primed multiple times. The analyzer has worked fine ever since these actions. The customer ran calibration and controls, all were ok. Upon review of calibration data, the data showed there were calibration errors occurring on the day of the event. Controls were acceptable on the day of the event. The investigation determined the actions performed by the reporter resolved the issue.

Event description:
The initial reporter stated they received an ise error on their cobas 6000 c (501) module. The reporter tried replacing reagents, priming reagents, and recalibrating, but she still received errors. The reporter also mentioned they received a discrepant result for one patient sample tested with ise indirect na for gen.2. The sample initially resulted with an na value of 109 mmol/l accompanied by a data flag. The 109 mmol/l value was reported outside of the laboratory. The sample was repeated, resulting with a value of 122 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The na electrode lot number and expiration date were requested, but not provided.